Event description:
The customer reports 30-45 minutes after a root canal procedure a patient experienced swelling that developed on their left cheek and neck. The patient was taken to the hospital by ambulance. While in the ambulance the patient was administered benadryl and when at the hospital the patient was given a cortisone shot. The patient stayed the night in the hospital and has made a full recovery.